Event description:
The nurse reported a posterior capsule tear occurred and then during an unplanned anterior vitrectomy, the vitrectomy probe was difficult to connect to the system. After a 10 min delay they were able to connect the vitrectomy probe to the system and completed the case. Multiple attempts were made for more info on the event, and pt status with no response to date.

Manufacturer narrative:
The company service rep examined the system and replaced the cpc connector to mitigate the problem connecting the vitrectomy probe to the system. The cpc connector was disposed of in the field. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.